Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented for upgrade, during procedure the right ventricular lead dislodged twice, upon 3rd attempt the helix would not deploy. The lead was not used and a new lead was used successfully. The patient was stable and doing well and would be followed normally.